Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his blood glucose level dropped because the insulin pump was delivering too much insulin. The customer stated that the device kept suspending as the sensor was showing low even though his blood glucose meter was showing in the 100s. The customer stated that when he received the alarm, he did not think that much insulin had delivered, and then he over delivered the whole bolus of 6.0 units. Troubleshooting was performed, and it seemed that the sensor was accurate at the time. The drive support cap did not appear to be damaged. Assisted the caller to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.